Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified opening sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage based on the device analysis, the final assessment is a sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Patient reported left side deflation, pain, and "can feel the casing." The patient additionally reported "that the left implant collapsed and they had all tests done in [¿] as the left kept appearing to get a little smaller" and that "she feels off balanced". Device was explanted.

Event description:
The patient additionally reported "that the left implant collapsed and they had all tests done in [¿] as the left kept appearing to get a little smaller" and that "she feels off balanced". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation, pain, and "can feel the casing." Device remains implanted.